Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an lcd screen which has blue and black clouds on the screen. The customer¿s blood glucose level was unknown. Customer states the lcd screen has a blare making it hard to read. The customer was assisted with troubleshooting and customer can read the screen but does have some issues when it starts to blur. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device displayed properly and no display anomaly or bleeding was noted. The device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address label, serial number label and stained end cap sticker.